Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 1) occurred with multiple cartridges during pumping. Additionally, a cartridge alarm 6 occurred. Customer's blood glucose (bg) was 538 mg/dl with ketones which was addressed with a manual injection. Reportedly, customer had manual injections available as alternate insulin therapy.